Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 through (B)(6) 2025 due to peritonitis. Follow-up with the patient revealed they presented to the emergency room with complaints of abdominal pain on (B)(6) 2025. A peritoneal effluent fluid culture was collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, duration unknown). The patient stated they continued to undergo continuous cyclic pd (ccpd) while hospitalized and has recovered from the serious adverse events. The patient was discharged on (B)(6) 2025 and continues to utilize the same liberty select cycler at home without any reported issues. The patient stated the cause of the peritonitis is unknown, however it was not caused by any fresenius product deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. However, the patient did not report experiencing any fresenius device(s) and/or product(s) issues. End-stage renal disease (esrd) patients undergoing pd therapy (manual or cycler based) for renal replacement therapy (rrt) are at high risk for infections of the peritoneum. It should be noted that the lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications.